Manufacturer narrative:
Cmp (B)(4). Therapy date: unknown. 00575001602 - femoral component - 64110424, 00597206535 - patella - 64387690, 00597604012 - articular surface - 64383272, the customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00115.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, the patient began experiencing pain and swelling and is undergoing allergy testing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.